Manufacturer narrative:
The reported event was "lead removal due to mitral valve regurgitation issues". As received, a complete lead was returned in one piece for analysis. Visual inspection of the lead found no anomalies to the lead body. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the presented it was reported that the patient underwent a right ventricular lead removal due to mitral valve regurgitation issues. The lead was explanted and replaced. The patient was stable before, during, after the procedure.